Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited functional undersensing when the true ventricular tachycardia (vt) was falling into blanking. The device delivered rv pacing with loss of capture (loc) suspected. There was also a possible delay to therapy as the device was not detecting the vt due to the intermittent blanking. Eventually, the episode was declared and anti-tachycardia pacing (atp) was delivered to convert the rhythm. The patient also has known crosstalk on the rv channel from the atrial pacing. Technical services (ts) suggested potential programming changes to reduce the undersensing. This rv lead and crt-d remain in service. No adverse patient effects were reported.